Event description:
The pt had a 2.75 x 33mm cypher stent implanted in the mid left anterior descending (lad) artery and a 2.5 x 18mm cypher stent implanted in the first diagonal in 2006. Approx six months later, the pt experienced angina (stable class I) and angiographic stenosis. The mid lad had 70% stenosis present at proximal edge of previously implanted stent. The side branch (first diagonal) had 0% stenosis. The pt was on the following medications: ace inhibitors, asa, beta blocking agents and clopidogrel.

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.